Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had an engagement issue. A piece of jaws was out, a nut of the articulation polea. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no issue with the instrument engagement to the system and the system didn´t show any message. There was a dislodged instrument grip/clevis/pivot pin. The instrument was not stuck in the cannula and was not required to remove the instrument-cannula together. The surgeon did not knew how the instrument was dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.89mm at the swaged end compared to the nominal pin diameter of 1.65mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.